Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as onset, the patient was hospitalized for the event and began treatment with cefazolin and zidimbiotic (1g, intraperitoneally, daily, duration not reported) for peritonitis. Dianeal therapies were ongoing. At the time of this report, the patient was recovering from the event. It was not reported if the patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.